Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was extracted due to suspected infection. During the intra-cardiac echocardiography, a growth was observed. It was noted that the patient was febrile, antibiotics treatment was necessary and the cultures were taken. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.